Event description:
Reference MFR report # 3006705815-2019-01824. It was reported that one of the patient's leads had migrated, confirmed through x-rays. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the physician repositioned the lead and explanted and replaced both anchors. Postoperatively, the patient had effective therapy.